Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. Instructed the customer to remove the battery and let the insulin pump rests for couple of hours. The customer also stated that the insulin pump was making a weird noise. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of a faulty component on the interface board. No blank display or weird noise was observed.